Event description:
The physician reported that prior to discharge following implantation of the subject device, the lead impedance measurement was greater than 3000 ohms and it was not possible to program the device to bipolar configuration. An x-ray revealed that the lead had pulled back. During re-intervention, the lead was unscrewed, but it was not possible to re-insert the lead. Another pacemaker was subsequently implanted instead. The physician also indicated that during the original implant procedure clicking of the associated screw driver was heard, and the lead could not be removed by pulling.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.